Event description:
It was reported that during an ablation procedure to treat atrial fibrillation, when energizing the intellanav mifi open-irrigated ablation catheter, the temperature control "failed to energize." When everything was checked, including the catheter, there was a crack in the connection between the hub of the catheter side port for irrigation and the tube. It was confirmed that the heparin was leaking from there. Since the irrigation hole at the tip of the catheter was not flushed, it was not possible to energize with temperature control. The procedure was completed with another of the same device. No patient complications occurred. The device was returned to the manufacturer and is pending analysis.

Manufacturer narrative:
Patient age at time of event: 18 years or less. The device was returned to boston scientific for analysis. Visual inspection showed the irrigation tubing was torn at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. Dried body fluids were found on luer tubing and distal end. The device's lumen was leak tested using an isaac pressure decay test system. The lumen pressure decay was measured three times, starting with 107 psi. Pressure decay values were gross leak. After adhesive was applied to the area to seal the leak. The device's lumen was leak tested again using an isaac pressure decay test system. The lumen pressure decay was measured three times, starting with 107 psi. Pressure decay values were 0.1992 psi, 0.1946 psi, and 0.1242 psi. These values were within an acceptable limit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Manufacturer narrative:
Patient age at time of event: 18 years or less.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation, when energizing the intellanav mifi open-irrigated ablation catheter, the temperature control "failed to energize." When everything was checked, including the catheter, there was a crack in the connection between the hub of the catheter side port for irrigation and the tube. It was confirmed that the heparin was leaking from there. Since the irrigation hole at the tip of the catheter was not flushed, it was not possible to energize with temperature control. The procedure was completed with another of the same device. No patient complications occurred. The device was returned to the manufacturer and is pending analysis.